Event description:
It was reported that the customer received a compromised force sensor system alarm. Her blood glucose level was 185 mg/dl. The drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. The device had cracked case at display window corners, reservoir tube, reservoir tube lip, and battery tube threads. It also had minor scratched display window and missing end cap sticker.